Event description:
Medtronic received info that 6 months following the implant of this transcatheter bioprosthetic valve, the valve was explanted. Echocardiographic findings revealed high gradients with some leaflet thickening/stenosis and insufficiency. There was no evidence of regurgitation. At explant, a large infected false aneurysm was found around the homograft (mpa). The wall of the melody valve remained attached to the stent. There was no evidence of infection or obstruction in the melody valve. Stent fracture was ruled out via fluoroscopy. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronic's quality laboratory, several pieces of mineralization, host tissue and calcified native pulmonary conduit wall tissue were received with the valve. The melody valve appeared to have been deployed within a bare metal stent that remained intact. All leaflets were stiff due to adhered host tissue on the inflow and outflow. A tiny tear was observed on two leaflets adjacent to two commissures. One commissure was intact. A tiny tear was noted on the other two commissures. Glistening off-white pannus lined the inner lumen on the inflow and outflow adhering the leaflets to the conduit wall. Pannus filled the belly of all cusps. Remnants of pannus remained attached to the adventitial surface of the device. Radiography showed mineralization in several of the pieces of tissue that were received. Radiography showed no evidence of stent fractures. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a pt related condition.